Event description:
The patient reportedly experienced an infection at the implant site. In 2008 he was prescribed augmentin for an unknown period of time. At about 3 months later, the surgeon reportedly noticed some granulation tissue at the implant site, but no medical treatment was performed. At approx 2 months later, the patient underwent debridement of the infection site.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. Medical intervention properly resolved the patient's infection. The patient has not had any issues with infection regarding this implant since the event. The patient's device remains implanted. This is the final report.